Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendicitis surgery, while in the appendix, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The surgeon used a suture instead to complete the case.